Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the display lens presented with moisture. A leak test was performed and failed indicating a bolus button leak. There no damage observed on the keypad and all the buttons were responsive to user presses. The audio bolus button cover was damaged. The device was opened and there was moisture ingress. The bolus button cover was removed and there was contamination present under the audio bolus button contact. The keypad was removed and all the buttons were free of moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the buttons were under responsive and there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.